Event description:
On (B)(6) 2024, the user experienced persistent low blood glucose (bg) levels throughout the day despite consuming carbohydrates. Their bg temporarily increased but repeatedly dropped below 70 mg/dl, reaching a low of 60 mg/dl. The user later sought emergency medical care on the night of (B)(6) 2024, where they were treated in the emergency room with intravenous glucose and vitamins until their bg levels were stabilized, and they were discharged the following morning on (B)(6) 2024. Immediate health effects were reported as shaking/tremors and confusion/disorientation. The user reported administering an excessive insulin dose, resulting in a bg of 50 mg/dl. Following endocrinologist guidance, the user was assisted with factory reset prior to resuming use of the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.